Manufacturer narrative:
(B)(4). Date sent: 5/25/2021. The DHR for lot 26414 was reviewed. No ncs, defects, or reworks related to the product complaint were found. H11: corrected data = h10 (lot # reported 126414) (B)(4). H10 lot number from 126414 to 26414.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 126414 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: please specify the treatment that the patient received under ¿drug therapy: yes"? Po prednisone (50mg) 5 days.

Event description:
It was reported that the patient experienced dysphagia. The event was not related to the study device.